Event description:
Revision due to infection performed about 1 month after the primary surgery. Liner revised.

Manufacturer narrative:
Batch review performed on 13 february 2023. Lot 2207931: (B)(4) items manufactured and released on 02-jun-2022. Expiration date: 2027-may-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.